Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During a procedure performed on (B)(6) 2016 when attempting to lock down the rod with the lock screw in the 6.5mm x 45mm long arm polyaxial screw it was not torquing properly. He tried a different lock screw and it was then noted that the lower thread of the tulip was sheared off. The screw was removed and replaced and the procedure was completed without further issue.

Manufacturer narrative:
The damage to the threads of all devices is extensive. The system counter torque wrench is to be applied at all times until the rod is properly seated. Based upon the observed marring patterns on the parts it is concluded that the lock screw became cross threaded at some point during the procedure. The cause for this occurrence can not be determined from the complaint, but is likely due to the counter torque wrench not being applied at all times during rod seating. If the counter torque wrench was not used during rod reduction or if the counter torque wrench was removed and placed on another screw prior to fully seating the rod, the forces acting on the lock screw could have caused it to jump a thread. Subsequent tightening in the cross threaded condition are suspected to have caused the marring pattern present on the returned devices. Review of manufacturing history records found (B)(4) pieces of lot 8349pm were released for distribution on 6/7/2013 with no deviation or anomalies. As the root cause could not be confirmed but appears to be technique related, no corrective actions were initiated.